Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated.

Event description:
Clinical narrative (updated 2026-6-11). Since the case support was weaned and explanted more clinical details have been forwarded. The hit labs came back negative for hit and as such the heparin was re-started. The pneumonia is being treated still after explant. Additionally, the team reported that the ectopy that occurred with coughing post extubation, was not a new event. There was arrythmia prior to the pump placement. The patient's ectopy was inclusive of torsades and ventricular fibrillation. The physician strongly feels the impella is not the cause of these arrythmias and it has to do with his ischemic heart. Prior clinical narrative: an impella cp was inserted via the right axillary artery graft site to support the 74 year old male patient who was admitted in for cardiac surgery. The cp was inserted at the axillary after the impella 5.5 was unable to traverse the anatomy. The medical history was not shared. The cp access site was seen to be bleeding in the ICU. The team observed a hematoma to have developed in the overnight, and the hemoglobin levels had dropped and suction occurred. The patient was returned to the operating suite to assess. While there the observation was made in the re-opened pocket that the sutures were loose, and so the graft was resutured. The patient received 4 units of blood for additional treatment. There were concerns for heparin induced thrombocytopenia (hit). The team removed the heparin and added argatroban. The physician did send the hit panel but, do date the results have not yet been shared. After 5+ days of support the patient developed a fever. There was no belief of an impella access site infection, but the sputum did test positive for pseudomonas. The pump remains on for support with the access site bleed resolved and hit results pending. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The treatment of the pseudomonas has not been shared. The patient has survived.

Manufacturer narrative:
Added/selected b1. Is product problem was omitted during initial report. Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the bleed was most likely use issue related due to suture failure since sutures around the blue suture hub came loose and the patient was bleeding out of the graft. The cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flow cannot be determined since no product or data logs were returned and insufficient clinical details were provided. The cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The results of the hit panel were returned to the medical team, and the patient does not have hit and as such, heparin was again resumed. The antibiotics were given to treat the infection, but the specific antibiotic given was not shared. Additionally, the team did state the pump was repositioned due to the pump being improperly positioned, they pulled the pump back by 2 cm. The repositioning also assisted with the rhythm issues that were occurring prior to the pump placement. Prior narrative: an impella cp was inserted via the right axillary artery graft site to support the 74 year old male patient who was admitted in for cardiac surgery. The cp was inserted at the axillary after the impella 5.5 was unable to traverse the anatomy. The medical history was not shared. The cp access site was seen to be bleeding in the ICU. The team observed a hematoma to have developed in the overnight, and the hemoglobin levels had dropped and suction occurred. The patient was returned to the operating suite to assess. While there the observation was made in the re-opened pocket that the sutures were loose, and so the graft was resutured. The patient received 4 units of blood for additional treatment. There were concerns for heparin induced thrombocytopenia (hit). The team removed the heparin and added argatroban. The physician did send the hit panel but, do date the results have not yet been shared. After 5+ days of support the patient developed a fever. There was no belief of an impella access site infection, but the sputum did test positive for pseudomonas. The pump remains on for support with the access site bleed resolved and hit results pending. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The treatment of the pseudomonas has not been shared. The patient has survived.